Manufacturer narrative:
Service received the device for further evaluation. Service confirmed the failure and found a faulty input connector on the monitor service replaced the back shell assembly and the faulty input connector.

Event description:
The customer contacted verathon inc. Regarding a glidescope ranger monitor device that has a cable connector or that is damaged. The damaged connector is not allowing a baton or a blade to be connected to the monitor.